Event description:
Complainant alleged that while attempting to monitor a nineteen year old female patient, the device was unable to obtain an ECG signal via electrode pads. They obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2014-00573 for the first device used in this patient event.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.